Manufacturer narrative:
The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated results were normal with normal functionality. Additionally, output verification confirmed all parameter were within normal range of operation. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. During an unrelated procedure, the device was explanted and replaced electively. There was no report of device malfunction. The patient was stable.